Event description:
It was reported that during a pulsed field ablation procedure; after completing the left atrium treatment, noise was detected on potentials when the catheter was pulled into the right atrium. Re-insertion of catheter interface cable did not improve the situation, so the catheter interface cable was replaced without resolve. As the situation remained unchanged, catheter was replaced. After replacement, the procedure was completed without issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012586595 was returned and analyzed. No anomalies were identified during external visual inspection of the array and handle segments. During external visual inspection of the shaft segment, a crack was observed at the handle nozzle (44 inches from the tip of the catheter). The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity testing revealed an open loop on electrode wires 2 and 6. During inspection of the shaft segment, electrodes 2 and 6 and electrode wires 2 and 6 were broken at the distance of 42 inches from the tip of the catheter. In conclusion, the catheter failed returned product inspection due to a broken shaft at the handle distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.